Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose levels. Customer's blood glucose level was 400 mg/dl. They treated their blood glucose level with a syringe. The insulin pump alarmed pump error 38 persistently. Insulin did not exit the tubing. The bolus delivery was not seen in the bolus memory. The customer's high blood glucose level persisted after infusion set changes. The customer did not agreed the insulin pump was operating as designed. The device was not returned.